Manufacturer narrative:
Please refer to voluntary medwatch report number (B)(4) for additional information.

Event description:
It was reported the patient was being transferred from the bed to a wheelchair via an unknown reliant lift. While the patient was suspended in the lift, the sling strap tore, causing the patient to fall to the floor. The lift was reportedly checked prior to use and noted to be in good working order. The patient was immediately transferred to the hospital for evaluation and treatment. The patient was immediately transferred to the hospital for evaluation and treatment. The patient allegedly sustained a laceration to the temporal area and a fractured right humeral and right clavicle. No further patient complications were reported as a result of this event.